Manufacturer narrative:
The device history records have been reviewed and this serial number met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this serial number and failure mode. Investigation summary: the driver was not returned. Therefore, the investigation is inconclusive for self activation as the driver was not available for functional evaluation and no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. It is unknown if device maintenance and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of a prostate biopsy, the device allegedly self activated after the device locked into the first position. It was further reported that another device was used to complete the procedure and no coaxial was used. There was no patient contact.